Manufacturer narrative:
(B)(4). The device was manufactured 23 jul 2015 - 24 jul 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during infusion. The reporter stated that the primary set would not infuse through the port ¿located closest to the spike end¿. There was no patient injury or medical intervention associated with this event. No additional information is available.